Event description:
Wrong pt info is being displayed when physicians use crs and the invia corridor4dm tool when a pt is opened in invia corridor4dm from impax crs, a different pt is opened every time. Impact on pt care: the customer stated that there was no misread or impact to pt care because the site did not use the product.

Manufacturer narrative:
The impax cardiovascular review station (crs) allows for the user to access pt studies, and to open then for image review and clinical interpretation. In addition to the review of images within crs, the images can also be reviewed using a 3rd party¿s software such as invia corridor4dm. Invia corridor4dm is used for quantification, further image review, and reporting of cardiac perfusion, function and anatomy in nuclear imaging. Dicom images are uniquely identified (dicom (digital imaging and communications in medicine) is a standard for handling, storing, printing, and transmitting info in medical imaging). Pt demographic info is embedded in these images. This pt info is displayed as overlays on both impax crs and invia corridor4dm. Rationale: technical analysis has revealed that when a user is not granted proper rights on a specific file ((B)(4)) and invia corridor4dm is started from crs, corridor4dm displays the images from the previously selected pt (pt a), instead of the current pt opened on crs (pt b). The net effect is the physician reviewing the images on invia corridor4dm is presented wrong data. However, for the reasons stated above, the images are correctly identified with their associated pt demographics.